Event description:
A transfer set had become disconnected from its titanium adapter. Although prophylactic antibiotics were administered (vancomycin and ceftazidime), the pt required no further intervention, and did not develop peritonitis.